Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6), the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).